Manufacturer narrative:
Investigation results: bd cannot be able to confirm the failure mode indicated by the customer because no photos or samples provided for a better investigation. Quality records have been consulted for tracking and trending purposes but issues like this are not detected which means pretty low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary. Maintenance records were evaluated and not found any problems.

Event description:
No additional information.

Event description:
The patient began infusion at 13:15 on (B)(6) via a bd three-way connector and bd septum-connected single-use needle-free venous catheter, administering: sodium chloride injection 50ml at 6ml/h via microinfusion pump, and octreotide injection 0.6mg + 0.9% sodium chloride injection 50ml at 4ml via microinfusion pump. On september 29 at 19:30, the patient's family reported moisture on the patient's arm, suspected to be medication leakage. Upon inspection of the infusion pathway, leakage was identified at the bd infusion tee. The bd infusion tee was immediately replaced. At 20:18, the patient again reported moisture and leakage at the bd three-way connector. After inspection, the jierui IV catheter and bd three-way connector were replaced. Routine ward rounds confirmed no abnormalities in the IV line, with uninterrupted infusion flow. At 23:40, the patient's family again reported moisture at the (bd) three-way connector and (bd) septum. After inspection, the (bd) infusion three-way connector was immediately replaced. The (bd) septum was replaced with a (lepu medical) needle-free connector. After reassuring the patient and family, the case was handed over to the next shift for dynamic monitoring of the patient's microinfusion pump delivery status.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.